Event description:
Patient underwent surgical intervention on (B)(6) 2013 to address extensor mechanism failure. It is not known whether any implants were removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.